Event description:
It was reported that the pump exhibited a cassette not detected error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached alarm. Service history review identified this device has not been in for service in the previous 12 months. Visual/functional testing was performed. The reported problem was confirmed. The pump was continuously beeping after turning on. The probable cause of the reported problem was defective downstream occlusion (dso) sensor. Rear housing was cracked at top right corner. The lock knob shape was disfigured and contaminated. Replaced dso sensor, rear housing lock. Device passed all testing post repair.